Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted.

Manufacturer narrative:
Additional information received noted that the previously reported explant procedure was canceled due to an unrelated stroke experienced by the patient. Due to this, the following sections need to be corrected. Correction: b1 - adverse event should be excluded, b2 - required intervention to prevent permanent impairment/damage (devices) should be excluded, b5, d7 - explant date should be excluded, g3 - company representative should be excluded, and h1 - should malfunction instead of serious injury.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available.